Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the connecting tube could not be identified. The root cause of the issue could not be determined, as the facility device reprocessing was confirmed to have been implemented in accordance to the IFU, however, the issue was likely the result of user handling/insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: chapter 3 applicable reprocessing methods and chemical agents. Chapter 4 flow of reprocessing work for endoscopes and accessories. Chapter 5 reprocessing of endoscopes (and accessories that are reprocessed together). Reprocessing survey info: device was cleaned, disinfected, and sterilized before being sent to olympus. Was there a delay in the start of pre-cleaning: no. Air/water nozzle was flushed with water and air: yes. Were there abnormalities in the accessories used for reprocessing: no. Did the customer pre-soak in detergent solution: na. Was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes. Did the customer flush the air/water nozzle/channel with the detergent solution: yes. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: acoustic lens has a scratch; connecting tube has foreign objects, due to wear of angle wire, bending angle in upwards direction does not meet the standard value, due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber is detached, adhesive on the bending section cover or distal sheath has a chip, adhesive on the bending section cover or distal sheath has a crack, the angle wires were stretched; and the paint on air/water cylinder is peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis eus ultrasound gastrointestinal videoscope, had scratch at the tip. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device, found a foreign object attached to image guide pipe. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.